Manufacturer narrative:
Internal report reference number: 107118-1. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 15-mar-2022 to ensure the customer¿s initial concern was resolved - able to establish contact with customer. Customer stated he received the replacement products but hasn't used them yet. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer does not know their expected blood glucose test result range. Customer stated at a scheduled doctor visit his blood glucose test result had been 495mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer and produced e-2 error using true metrix meter. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 06/21/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly.

Manufacturer narrative:
Sections with additional information as of 13-may-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Sections with additional information as of 13-july-2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: reported defect not reproduced on returned meter. Product evaluation has been completed and most likely underlying root cause selected. Most likely underlying root cause: mlc-020: user's test strip had poor storage.